Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse checked light level throughout the entire console, and all light levels were above passing values. The fse removed all covers to check for any damaged cables, and no cable damage was found. The fse replaced master compute engine board (mceb) on console 2. Isi did receive mceb, but failure analysis is in progress.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, repeated non-recoverable error 319 occurred pointing to surgeon side console (ssc) 2 manipulator controller ergo distal (mced) node. The procedure was completing as planned with no reported injury.